Event description:
Linvatec curved cuda used in knee arthroscopy. Surgeon complained that above shaver was not working. Shaver withdrawn from the pt and examined. Noted to be very loose at the head and then snapped off in the scrub tech's hands.